Manufacturer narrative:
This report is submitted on april 24, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.